Event description:
Boston scientific received information that this patient's device declared elective replacement indicator (eri). Recent monitoring voltage was 2.54 v and the charge time was 15.9 seconds. The health care professional (hcp) discussed with boston scientific technical services (ts) timeframe to change-out and available therapy as the patient has been lost to follow-up for several years. There were no allegations made related to the device function, however, it is appears that the device likely triggered eri due to high charge times in mid-life. At this time, the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the device header without any anomalies identified on the case noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the device had normal battery depletion.

Event description:
Additional information was received that the device was changed out due to normal battery depletion. The device was returned for analysis.